Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I did last few months before removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced night sweats ("waking up soaked in sweat/I did last few months before removal") and vaginal infection ("it will either be a yeast infection or bacteria vaginitis/eat greek yoghurt daily. Stops mine"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, night sweats and vaginal infection had resolved. The reporter considered medical device removal, night sweats and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I did last few months before removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced night sweats ("waking up soaked in sweat/I did last few months before removal"), vaginal infection ("it will either be a yeast infection or bacteria vaginitis/eat greek yoghurt daily. Stops mine") and alopecia ("my hair has been falling out"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and alopecia outcome was unknown and the night sweats and vaginal infection had resolved. The reporter considered alopecia, medical device removal, night sweats and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event added: my hair has been falling out. Reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I did last few months before removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced night sweats ("waking up soaked in sweat/I did last few months before removal") and vaginal infection ("it will either be a yeast infection or bacteria vaginitis/eat greek yoghurt daily. Stops mine"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, night sweats and vaginal infection had resolved. The reporter considered medical device removal, night sweats and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.